Manufacturer narrative:
Additional information was added. The actual device was received for evaluation. Visual inspection on the returned sample revealed that the tail end tube was disconnected from the set. Further inspection revealed the tube was squashed and solvent had been applied. The reported problem was verified. The cause of the condition was due to the machine during the manufacturing assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set broke in two. The tube broke away from the clearlink site. This occurred when preparing an intravenous infusion prior to patient use. There was no patient involvement. No additional information is available.